Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi37147 was released in a single batch. ¿ batch1: lot qty of 53 units were released on september 9, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the complaint device expedium polyaxial screwdriver (product code: 279712400, lot number: mi37147) was returned to customer quality (cq) west chester for investigation. The tip of the screwdriver had broken off and the broken part was not returned for investigation. The device was scratched, peeled and had started to corrode. The photograph of the device was also received and the findings were consistent with the physical device investigation. Device/defect identified: yes document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Expedium si quick connect polyaxial screwdriver dimensional inspection: this is a post manufacturing damage, and according to franchise procedure a dimensional inspection is not needed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the complaint on the quick connect poly driver was confirmed during investigation. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during posterior spinal fusion surgery the tip of the driver broke off in to the screw. They had to helicopter the screw out and replace it. Fragments were generated. It took a while to get them out. There was a surgical delay of sixty (60) minutes. There were no patient consequences. The procedure was successfully completed. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Initial reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.